Manufacturer narrative:
Conclusion: visual investigation showed that the proximal section appeared completely twisted at the break location. The distal section showed no signs of being twisted, but almost appeared to have been cut. As there was no irregular protrusions of wire or elongation/necking down of the outer shaft material. A visual examination of the break locations of the two pieces do not appear to match. The two separate shaft sections were placed together and found to measure approximately 89.5 cm in length (between 8.5 cm and 10.5 cm missing). The length specification for this catheter is 100 cm +/- 2cm. A film associated with the complaint was also returned and it is unknown why the guide wire, which as stated in the complaint description was still in place when the catheter separated, was not visible in the film. Based on the limited info supplied and the inconsistencies noted the cause of the complaint cannot be determined. This defect has been noted for trending. No further corrective action at this time. Frequency was not increased but the severity of this event is greater than usual.

Event description:
After not undue torquing of the catheter dr. Noticed free rotation of the shaft and noticed that the sample had separated in two. The guide wire was in place so the detached distal upper part was removed with no consequences to the patient.